Event description:
A balloon ruptured on the second inflation at 12 atmospheres following a successful arteriovenous hemodialysis fistula graft dilatation. During withdrawal of the balloon catheter, the balloon material detached in the pt. Surgical retrieval of the detached balloon material was uneventful. There were no pt complications and the pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated the detached balloon material was not returned for evaluation. The distal bond was attached to the catheter shaft. The proximal bond and 1cm of balloon material were also present on the catheter shaft. The balloon material edges were jagged and small scratches were noted on the balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use states: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."